Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was getting a lost sensor alarm. Customer changed the sensor and the same issue happened again within 25 minutes. Customer's blood glucose level was 135 mg/dl. Customer indicated that he was low this morning with a blood glucose level of 55 mg/dl. Customer ate something and felt better. Customer stated that he suffers from lows and this happens from time to time. Customer ate some glucose tablets and drank some orange juice. Customer stated that the pump is not communicating with the transmitters. Customer is using a sof-sensor and calling back after waiting 2 hours for a possible wetting issue. A sensor will be sent as a courtesy. Customer stated that the sensor cannula is bent. Customer is still getting lost sensor alarms. Customer removed the sensor and was slightly bent. Customer was unable to troubleshoot because the issue is not occurring right now. No additional information provided.